Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis (pd) therapy. The device was in use for about a month and was disinfected with iodine gauze. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified or refuted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 (update b15 to b01, c19 to c13, and d14 to d15), h7, h9, h10. H10: one actual sample was received for evaluation. A visual inspection with the naked eye and magnification noted both occlude feet were broken. Functional testing was performed including leak, clamp function, and clear passage testing; leak and clear passage testing revealed flow through the transfer set with the twist clamp closed. The reported condition was verified. The cause of the broken set could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.